Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received by a manufacture representative (rep) via an advanced evaluation trial patient regarding an external neurostimulator (ens). Patient's dressing came off and mentioned itching at dressing site. Patient thinks their symptoms have returned and that they are retaining more urine, but isn't sure because the patient isn't measuring voided volumes. Patient was referred to their doctor. No device issue and no further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.